Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity created in order to update etq complaint number (B)(4). Litigation alleges from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility. Update 5/29/2015-pfs and medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The complaint was updated on (B)(6) 2015. Doi: (B)(6) 2015 dor: none reported; (left hip). Update ad 21 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf. In addition to what were previously alleged, ppf alleges metal wear /metallosis and elevated metal ions. After review of medical record for MDR reportability, patient was revised to address failed left total hip arthroplasty with metalosis. Revision notes reported of scar. There was no laboratory values for metal ions. Added stem due to alleged increased metal ions. Updated date of revision. Doi: (B)(6) 2015 -dor: (B)(6) 2015; (left hip).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.